Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was elevated. Reportedly, customer uses cartridge and infusion set for 1-5 days. System check with tandem technical support indicated that the pump performed as intended.

Manufacturer narrative:
Additional lot#: m010530. The tandem t:slim pump user guide indicates that novolog has been tested for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.